Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was fully fired and the interlock was engaged. The single used loading unit was loaded into the returned stapler and instrument were cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, for the first reload used, the staples were coming out of the reload prior to firing. The second one there was poor staple formation. A surgical intervention was needed - they over sewed the staple line to fix the issue and complete the case. There was no patient injury.